Event description:
Caller reported blood glucose results of 262 mg/dl, 141 mg/dl, 137 mg/dl, and 114 mg/dl on the compact plus system within 10 minutes. Reported symptoms for which she successfully self-treated. A request was made for the return of the system, replacement was sent.